Event description:
It was reported that a patient was revised five years and five months post implantation due to pain, osteolysis, bone loss, loosening, lysis, and swelling. Patient has had difficulty walking and falls all the time. There are times when patient can't get out of bed because of the pain and falling. The surgeon indicated that this was associated with the polyethylene and cement wear. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-02158, 0001825034-2022-02161. Concomitant medical products-medical product, unknown vanguard articular surface, unknown vanguard tibial tray, unknown bone cement. Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information to report.

Manufacturer narrative:
H6 - component code: proposed code - mechanical g4-femur. The reported event was unable to be confirmed due to lack of information provided. No product was returned, or images provided. A review of the device history records could not be performed as part and lot numbers were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.